Event description:
It was reported that the pump had an error code occurred. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Customer reported to FDA is unknown. This MDR was generated under protocol #: (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was powered up and alarmed ec1840 which is an issue with processor on the circuit board. The root cause of the reported issue was found to be circuit board. Actions were taken to mitigate the reported issue: replaced the circuit board.